Event description:
Facility risk manager reported a flogard pump that over-infused during pt use. Risk manager stated 100 ml of fentanyl (manufactured by cardinal) was to be administered over 20 hours. Nurse returned to find that entire contents of bag (100ml) had infused to pt in only 2 hours. Pt ws vented during administration and did not suffer any adverse effects. Pump was tested by facility biomed and risk manager, and was found to be functioning properly.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional information becomes available.